Event description:
This was my 2nd hernia repair surgery. This company, who made these mesh linings, has had several recalls. I had another emergency surgery this year on the same hernia and the mesh patches are still failing. The surgeon repaired the mesh in this surgery on (B)(6), 2011, one week later, having severe pain again. Doctor ordered a CT scan, it fell again. Surgery number 4. This is it, I'm so upset/mad. At (B)(6), all the pain I've been in and losing time away from my job, all my bills are behind, have lost my home, car repo, etc. Somebody is going to pay. If I have to fight this all the (B)(6). The company who made these bard mesh have had several recalls, my lot # wasn't on the recall list. So FDA needs to open up a case on these meshes. I'm so upset and depressed. I've been cut on 4 times and still dealing with the problem and this is totally unacceptable. Somebody is going to pay. I'm hiring me a lawyer. My doctor now wants me to go out on disability for something you all approve that has messed my life up. Dates of use: (B)(6) 2005 - (B)(6) 2011.

Event description:
Add'l info rec'd from rptr (B)(6) 2012: 3 surgeries with a hernia repair, mesh have been patch in second surgery still had a defect, now undergoing third surgery. This has been a nightmare since the surgery in (B)(6) 2011, and that surgery didn't work. Surgeon had me apply for disability and I was denied twice. I have lost everything, and all of my bills are behind. I'm not able to work. My job requires me to stand for long periods of the day. I'm very upset. I reported this to FDA last year right after my surgery. No response. Somebody will have to be held accountable to what happened or what went wrong. I'm in process to sending this to (B)(4). I'm going to send a copy to the governor in (B)(6) along with photos of this hernia hanging down in my groin. Nobody seems to care. I've cried and taking counseling ever since this last surgery. I'm so upset with this whole situation. Undergoing counseling, getting ready for surgery #3, therapy (B)(6) 2011 dr (B)(6).